Manufacturer narrative:
(B)(4). Blank fields on this form indicate the information is unknown or unavailable. This event is currently under investigation.

Event description:
The ciaglia blue rhino percutaneous tracheostomy was successfully placed down a (B)(6) male. Shortly after completion they were not able to ventilate or oxygenate the patient. A bronchoscope was placed down the trachea and the shiley cuff was noted to be occluding the airway. The reporter stated the cuff looked like it was "outpatching" the device was removed and another device was replaced, however, the patient was hypoxic, he went too long without oxygen, and is on life support. Update 19aug2016 - per rep - the customer has confirmed that this is a terminal event. They did not specifically say that the patient has expired.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the instructions for use (IFU), manufacturing instructions, quality control and inspection of unused product was conducted during the investigation. The complaint device was not returned for evaluation. Two devices in an unused, unopened and sterile condition from a different product code that contained a shiley tube from the same supplier lot number were obtained for evaluation. The 6perc tubes were leak tested using a 12cc inflation volume per the products' instruction for use. No leaks or deflation issues were identified. The failure mode could not be replicated. The representative devices were sent to the supplier for investigation. The supplier found the product lot to meet all quality requirements and no nonconformities in production were identified. No non-conformities reports related to the failure mode reported were found. The lot number of the specific device involved in this event is not known. Two lots that were shipped to the customer containing devices with the supplier lot number were identified. Review of device history records for these two lots shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for these lot numbers. Based on the information provided, examination of unused product containing the same supplier lot number provided by the customer and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints.